Event description:
The customer contacted heartsine to report that their device did not perform analysis. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive. It is unknown if the device contributed to the adverse event.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. Heartsine downloaded the device's memory log and found that the device issued the normal advisory speech prompts to apply the pads to patient. The device continued to log ¿apply pads¿ prompts throughout the event, as an in-range patient impedance was not detected. There was no fault found on the device or the returned pad-pak. The investigation can only suggest that the reported complaint was due to situational factors such as a pad-pak fitment issue or incorrect placement of pads on the patient. The device was scrapped by heartsine.

Manufacturer narrative:
Section b1 adverse event/product problem: adverse event and product problem section b2 outcomes attributed to ae: death section b2 death date: (B)(6) 2022 section h1 type of reportable event: death section h1 event type: d.

Event description:
The customer contacted heartsine to report that their device did not perform analysis. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device did not perform analysis. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive. It is unknown if the device contributed to the adverse event.